Manufacturer narrative:
Testing was performed with returned and retention panoscreen I, ii, and iii, lot 26287, with a variety of manufacturers' anti-d reagents. All returned and retention products performed as expected. The customer did not submit sample for investigation. The nature of the sample as a cause of the event can not be ruled out. According to product labeling, "the reactivity of reagent red blood cells may diminish over the dating period. The rate of which antigen reactivity (i.e., agglutinability) is lost is partially dependent upon individual donor characteristics that are neither controlled nor predicted by the MFR."

Event description:
Unexpected negative reactions were reported for panoscreen. Testing was performed on samples from 2 ob patients. Both patients' samples collected at admission tested negative. Both patients' samples, collected for rhig workup tested positive with anti d detected. No medical action taken as a result of unexpected negative reactions.